Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. Customer stated that there was a minor delay in dispensing medication but no adverse effect on patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 4-1 had cubie pockets not detected on bus. A field service engineer reseated the row board cable, retractor band and pyxisbus cables to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshooted the device.